Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the display of the stockert centrifugal pump showed only dashes during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) rec'd a report that the display of the stockert centrifugal pump showed only dashes during set up. There was no pt involvement.